Event description:
A balloon rupture was reported during the procedure. The balloon used to treat a 90% stenotic, calcified lesion in the left anterior descending artery (segment 7) ruptured during inflation at 16 atm. It was subsequently replaced with a new device, and the procedure was continued. No patient complications were reported.

Manufacturer narrative:
Product investigation identified a pinhole in the proximal portion of the balloon. It was considered that the reported event may have been caused by localized contact with a lesion; however, the detailed root cause could not be determined. No abnormalities were found in the production records. The instructions for use (IFU) include general usage instructions, warnings and precautions related to the device, and information intended to inform users of potential complications and similar events that may occur. This report does not constitute an admission that the product is defective. Although no patient complications were reported, this event is being reported pursuant to 21 cfr part 803.50(a)(2), as balloon rupture or shaft leakage is known to have the potential to cause adverse events.